Event description:
It was reported that a connecta plus3 10cm white had tubing damage at an unspecified time. The following was reported by the initial reporter: "in the bend on the inside there is an long hole in the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-18. H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0035363. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one used sample was returned for evaluation by our quality engineer team. Through examination of the sample, damage was observed to the product¿s tubing component. This type of damage typically results if the product is used at a pressure level outside of which the product is designed for. In the instructions for use, it is specified that the product is designed to withstand infusion therapy and hemodynamic monitoring pressures only. Quality records have been consulted for tracking and trending purposes and it has been determined that this was an isolated incident with a low chance of recurrence. Further action has not been determined necessary at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a connecta plus3 10cm white had tubing damage at an unspecified time. The following was reported by the initial reporter: "in the bend on the inside there is an long hole in the tube."